Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system delivered an inappropriate shock and anti-tachycardia pacing (atp) due to atrial fibrillation (af). The technical services (ts) provided programming suggestions and discuss lead replacement with physician. The plan is either performing a flutter ablation and right ventricular (rv) lead replacement or screening again for a subcutaneous implantable cardioverter defibrillator (s-ICD). This rv lead remains in service. No adverse patient effects were reported.